Event description:
Pt had a long aortic neck with small, short iliac arteries measuring 7.5mm in diameter. During deployment of the main body graft, based upon the imaging, the main body was deployed lower than desired. As a result of the positioning, the contralateral limb opened on the ipsilateral side. The main body graft landed 1-2cm below the renal arteries. Several attempts were made to advance the graft upward. During one attempt to raise the main body graft, the wire guide was exchanged in an effort to lengthen the vessel. A molding balloon was inflated proximally. When unsuccessful, an angioplasty balloon was inflated inside the graft in further attempt to relocate the graft in relation to the renal arteries. All attempts to move the graft were unsuccessful. During the final attempt, with the introduction of an angioplasty balloon, the catheter appeared to be outside the graft. A decision was then made to convert to an aortouni-iliac configuration. Converter was deployed at the proper location and another MFR's leg graft was deployed in the ipsilateral limb due to the narrow lumen at the bifurcation. Occluder was deployed on the contralateral side, noting flow still present through the vessel. A second occluder was deployed on the left iliac artery, which eliminated further flow through the vessel. Although no proximal endoleak was viewed, the phsycian elected to deploy a main body extension at the proximal portion of the main body graft, providing coverage of the native vessel ensuring a future seal below the renal arteries. Procedure was concluded with a noted exclusion of the aneurysm.